Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure found during investigation was observed. The root cause could not be identified. According to the investigation, the reported issue was caused due to usage stress or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope bending section rubber adhesive was chipped. There was no patient involvement.